Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible exposure to humidity and sweat. The customer also reported that the up arrow was stuck. Blood glucose level at the time of the incident was 158 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.